Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. The root cause of the of the battery low alarm was determined be depleted main battery. The battery was replaced to resolve this condition. The device was serviced and restored to a good working condition.

Event description:
During product servicing by a baxter service technician, a flogard infusion pump was observed with a battery low alarm. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. No additional information is available.